Event description:
It was reported the pt no longer has stimulation in the lower back. Reprogramming provided coverage for the mid-back and some bilateral knees, but insufficient low back coverage. X-ray revealed the lead location but it was undetermined if it had migrated. The pt was referred back to his physician for evaluation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.